Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced erosion, vaginal pain and scarring. A mesh excision, diagnostic cystoscopy, division of mesh, division of vaginal scar tissue and vaginal urethropexy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.